Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined further troubleshooting for this issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, customer was able to clear the alarm and successfully resume insulin delivery. Customer's blood glucose level was 196-200 mg/dl.